Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21194. The patient received two scs leads with the same lot number. It was reported, the patient discontinued using/charging his scs system over a year ago due to increased pain along her pain pattern. Additionally, the patient was unable to establish communication with the ipg using the programmer and charging system. The patient will consult with physician on the next course of action.